Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported unspecified "discrepancies" on the adc freestyle libre sensor. On (B)(6) 2018, the customer was disoriented, "did not know who she was or who her husband was" and experienced loss of consciousness. Customer was seen at the hospital and was reportedly diagnosed with "hypoglycemia" and received an IV and unspecified units of insulin injection by the hcp. No additional blood glucose readings where reported. No further information was provided. Attempts to contact customer to obtain additional information regarding the medical event has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The customer reported unspecified "discrepancies" on the adc freestyle libre sensor. On (B)(6)2018, the customer was disoriented, "did not know who she was or who her husband was" and experienced loss of consciousness. Customer was seen at the hospital and was reportedly diagnosed with "hypoglycemia" and received an IV and unspecified units of insulin injection by the hcp. No additional blood glucose readings where reported. No further information was provided. Attempts to contact customer to obtain additional information regarding the medical event has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.